Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the oxygenator was leaking. No patient involvement the product was changed out.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 10, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added lot number). D9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). H3 (evaluation is in progress, but not yet concluded). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3. (Date received by manufacturer). G6. (Indication that this is a follow-up report). H2. (Follow-up due to additional information and device evaluation). H3. (Device evaluated by the manufacturer). H6. (Identification of evaluation codes 10, 3331, 4210, 4307). The returned sample was inspected upon receipt, no visual anomalies such as breakage was found. After rinsing the actual device, it was installed into a circuit and colored saline solution was circulated. As a result, leakage was found from the gas side. It was found that the device leaked from the fibers around circumference of the middle. After inserting a marker into the fiber of the device, the device was disassembled, and visual inspection was performed. It was confirmed that one fiber thread had been broken. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem. D4 (updated model number, added expiration date and primary unique device identifier.) G3 (date received by manufacturer.) G6 (indication that this is a follow-up report.) H2 (follow-up due to correction and additional information.) H4 (added device manufacturer date.) A third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that the event occurred during prime, the product was changed out and the surgery was completed successfully with no patient effect.